Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer experienced high blood glucose of 580 mg/dl on march 30, 2018. The customer's blood glucose at the time of the phone call was 180 mg/dl. The customer's parent did not report any symptoms but was treated with the insulin pump. The customer's parent stated that the customer's blood glucose would not go down during the night, but that this was able to be resolved by changing the infusion site. The customer declined to troubleshoot for the high blood glucose as it had already been resolved. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.